Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements. The shock impedance and threshold measurements were found to be in range, but the involved boston scientific representative indicated that the device has stored multiple tachy events that could be supraventricular tachycardia (svt) with ventricular conduction, but they could also be noise in the right ventricular (rv) channel. Technical services (ts) reviewed data from the device and explained that the implanted rv lead is a non-boston scientific product, and the jumpy impedance observation could be a result of is-1 lead surface fretting in the device header or a partly crushed pace/sense conductor. Additionally, it was discussed that the rv threshold seems to be higher and that could be a result of surface changes at the tip of the lead. No evidence of noise in the presenting electrogram or recorded events was found. A troubleshooting guide was provided to assess rv lead integrity. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information was received indicating that the patient has not yet been re-evaluated, so the cause of the high out of range pacing impedance has not been determined. The plan is to continue to monitor the impedance trend and possibly schedule the patient for device replacement in the near future. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements. The shock impedance and threshold measurements were found to be in range, but the involved boston scientific representative indicated that the device has stored multiple tachy events that could be supraventricular tachycardia (svt) with ventricular conduction, but they could also be noise in the right ventricular (rv) channel. Technical services (ts) reviewed data from the device and explained that the implanted rv lead is a non-boston scientific product, and the jumpy impedance observation could be a result of is-1 lead surface fretting in the device header or a partly crushed pace/sense conductor. Additionally, it was discussed that the rv threshold seems to be higher and that could be a result of surface changes at the tip of the lead. No evidence of noise in the presenting electrogram or recorded events was found. A troubleshooting guide was provided to assess rv lead integrity. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information was received indicating that the patient has not yet been re-evaluated, so the cause of the high out of range pacing impedance has not been determined. The plan is to continue to monitor the impedance trend and possibly schedule the patient for device replacement in the near future. No adverse patient effects were reported. The device remains in service. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. The non-boston scientific rv lead was not replaced as no noise or out of range impedance measurements were reproduced. No additional adverse patient effects were reported. Information from the field indicates the device will not be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue.